Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested. (B)(4).

Event description:
Literature: moro e, schwalb jm, piboolnurak p, et al. Unilateral subdural motor cortex stimulation improves essential tremor but no parkinson's disease. Brain. Jul 2011;134(pt 7):2096-2105. Summary: this study looked at the efficacy and safety of unilateral subdural motor cortex stimulation in six patients with essential tremor (et) and five patients with advanced parkinson's disease (pd) between (B)(6) 2004 and (B)(6) 2006. Patients were assessed during acute, intermediate and chronic (B)(6) stimulation. Primary outcome measures in pt with et were changes in tremor scores (B)(6) and in patients with pd changes in (B)(6) motor scores at 3 months in off medication/on stimulation versus off medication/off stimulation and on medication/off stimulation versus on medication/on stimulation conditions. Reportable events: one pt with pd experienced a generalized tonic-clonic seizure in the immediate post-operative period. The pt also showed a slight worsening of tremor and rigidity in the off medication/on stimulation and off medication/off stimulation conditions at the three month f/u. At the one-year f/u, there was a worsening of the total motor updrs scores in both: the off medication/on stimulation condition compared with the off medication condition before surgery and the on medication/on stimulation condition compared with the on medication condition before surgery. The total (B)(6) score also worsened both in the on and off medication conditions at the one year f/u. The levodopa equivalent daily dose was slightly increased at 1 year as compared to 3 months and before surgery. Three patients with pd experienced simple partial motor seizures during the acute testing period and were started on phenytoin or carbamazepine. The medications were discontinued at the end of the acute stimulation period with no subsequent recurrence of seizures. The patients also showed a slight worsening of tremor and rigidity in the off medication/on stimulation and off medication/off stimulation conditions at the three month f/u. At the one-year f/u, there was a worsening of the total motor updrs scores in both: the off medication/on stimulation condition compared with the off medication condition before surgery and the on medication/on stimulation condition compared with the on medication condition before surgery. The total (B)(6) score also worsened both in the on and off medication conditions at the one year f/u. The levodopa equivalent daily dose was slightly increased at 1 year as compared to 3 months and before surgery. See MFR report #3007566237201105668 for a copy of the literature article.